Manufacturer narrative:
Other text : device remains implanted.

Event description:
It was reported that the locking mechanism of an aviator one level plate detached post-operatively causing an aviator screw to migrate. The devices remain implanted, revision surgery has not been scheduled or performed at this time. This report captures the screw.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records could not be reviewed as no catalog number was provided. The reported issue of an aviator two level plate secure mechanism fracturing post operatively and one screw at c6 migrating was confirmed by x-rays provided. No abnormalities were identified on 2 months post-op x-rays. 4 months post-op x-rays show one screw migrating out of the c6 vertebrae. A fragment of material of an unknown origin was identified above the plate. The complainant suggested that this is potentially fragment of a plate's locking mechanism however this cannot be confirmed. Since the device remains implanted and no additional information was provided, the cause of the reported event could not be determined.

Event description:
It was reported that the locking mechanism of an aviator one level plate detached post-operatively causing an aviator screw to migrate. The devices remain implanted, revision surgery has not been scheduled or performed at this time. This report captures the screw.